Manufacturer narrative:
E1 initial reporter city: (B)(6). Device evaluated by MFR.: returned product consisted of a coyote balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages. The device was inflated to rated burst pressure and then deflated without any issues. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that slow balloon deflation occurred. The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified right anterior tibial artery. A 2.5mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, the balloon was not completely deflated after it was inflated once at 6 atmospheres for 30 seconds. The device was removed and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
It was reported that slow balloon deflation occurred. The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified right anterior tibial artery. A 2.5mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, the balloon was not completely deflated after it was inflated once at 6 atmospheres for 30 seconds. The device was removed and the procedure was completed. No patient complications were reported.